Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD), flextend and non-guidant lead system displayed decreasing r-waves and impedance measurements. Oversensing was oversensed on the ventricular channel and undersensed r-waves were reported.